Event description:
It was reported that there was intermittent telemetry with the implantable neurostimulator (ins). They attempted to communicate with the ins and received intermittent results. The manufacturer representative was unable to obtain a reading 3 times during the procedure prior to the device being implanted and then it started working. The health care provider (hcp) removed the leads and ensured there was no fluid or material inside where the leads connected in the ins. The hcp did not find anything that would block communication. The manufacturer representative speculated that it could have been possible interference from the other equipment in the operating room causing the malfunction, but that was theoretical. They attempted to call technical support, but were left on hold for several minutes. They were unable to reach them within a reasonable time during the case when the patient was under anesthesia. The hcp did not feel comfortable implanting the device into the patient in fear that it would malfunction. The hcp decided to open up a second ins and the first ins was not implanted in the patient. The manufacturer representative sent a return kit to the hospital to return the ins for analysis. It was later reported that there was a malfunction.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant product: product ID: neu_wrench_acc, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that no evidence of epoxy cracking was observed in the area of the telemetry antenna wires and the telemetry wires were intact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.